Event description:
It was reported the epg (external pulse generator) powered off while on a patient. The epg was switched to another unit, and there were no patient complications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirmed the customer comment. Analysis did find that the upper/lower cases, lead flex cover, side bail covers and battery drawer were broken. The heart lead flex was out of specification (bent) and the heart block was contaminated. One side bail was also missing.